Event description:
The customer reported that the device overheated. Patient involvement, adverse consequences, surgical delay, and medical intervention have not yet been reported.

Manufacturer narrative:
Updated information: b5 corrected information: d9, h3 h3 other text : device not returned

Event description:
The customer reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.